Event description:
A customer returned a box of contour test strips to the pharmacy because when he opened the box he found the cap open on the bottle of strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the pharmacy.

Manufacturer narrative:
The patient information was not provided. The 510(k) number could not be determined because the meter information was not provided.